Event description:
The patient reported their blood glucose (bg) level reached 400 mg/dl, while wearing the pod between 4 to 8 hours. They reported when the pod was removed from the pod site (leg), they found the cannula had not deployed during activation, and there was insulin on the patient's skin. As treatment, the patient successfully applied a new pod.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: unavailable omnipod software app version: unavailable smartphone operating system: unavailable smartphone hardware: unavailable cgm sensor type: unavailable. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.